Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patient orders were not crossed. A technical support specialist checked the es gui and found multiple patient records, with one in preadmission status. The customer was informed to readmit the patient. After readmission, the orders were showing. The system functioned as intended after the technical support specialist repaired the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported when using the bd pyxis¿ es server, orders were not crossing. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.